Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 11/30/2015. Date of follow-up report: 02/23/2016. Evaluation of the incident sample confirmed the termination cover was missing. This was due to an assembly error. The termination cover installation is an automated process which is manually actuated by an operator. The missing termination cover was not detected by the operator and was overlooked during the packaging process. Assembly procedures have been reviewed and operators alerted and trained to this type of omission. Review of the device history records confirmed the product was released meeting all specifications. No trend has been identified for this failure mode.

Manufacturer narrative:
Covidien reference#: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during preparation for an rfa treatment, they found the grounding pad was missing the termination cover. Another pad was used for the procedure. There was no patient involvement. (B)(4).